Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test failed. Share log review show no data available. Perform pairing test with nordic bluetooth device: passed. Perform review of the bin file test and error found in log. The reported event of a loss of connection was confirmed the root cause could not be determine.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. The bin file analysis test was performed. Ffa lab product and data investigation was able to confirm the loss of connection within the investigation window. Transmitter database viewer shows that there are several gaps (loss of connections) that are greater than 3 hours. The root cause could not be determined.